Event description:
It was reported that during an iliac stenting procedure, the stent prematurely deployed. The lesion was located in the iliac artery. The percent of the stenosis, degree of calcification, degree of vessel tortuosity, and which iliac artery is unk. An unspecified guide wire was advanced and the sentinol biliary nitinol 7mm x 39mm x 750 cm stent delivery system was loaded onto the guide wire. Upon advancing the stent delivery system, the catheter froze on the guide wire approx 6 inches from the sheath and was unable to move forward or backward over the guide wire. While attempting to withdraw the stent delivery system from the guide wire, the stent prematurely deployed. The physician removed the stent delivery system, deployed stent, and guide wire as a unit. The procedure was completed with another manufacturer's device. No pt injuries or complications were reported. The patient's status is reported as "ok".